Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported whole suture came out of the patient anatomy during knot advancement could not be confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause cannot be determined for the reported whole suture came out of the patient anatomy during knot advancement as the returned device condition does not match the reported information details. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The six additional proglide devices referenced in b5 are filed under separate medwatch report numbers. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with seven proglide devices, using the pre-close technique via a 20f sheath, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during knot advancement, the whole suture came out of the patient anatomy with all seven proglide devices. The sutures of two proglide devices were successfully preplaced prior to the procedure and used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.